Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1688tc lead, implanted: (B)(6) 2009. Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The distal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer for unknown reasons. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.